Event description:
The customer reported that the system was unable to perform fluoroscopy. This issue will cause the system to be unusable due to the inability to see the live image. No patient or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and ps1 were evaluated and replaced. The system was tested and found to be working as intended and returned to service.